Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right deformity and disfigurement. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent unspecified breast augmentation with a 535cc mentor memorygel breast implant on both sides and experienced left side breast implant rupture, and right deformity and disfigurement postoperatively diagnosed upon exam. As a result, the devices were explanted on (B)(6) 2021. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that patient had breast deformities after bilateral mastectomies and received breast implants at this time. Also noted is the patient received bilateral diep flasp surgery (B)(6) 2021 and the event description provides implant rupture had occurred. Clinical review of the information provided was performed and as per clinical understanding of the limited information is that a bilateral implant rupture occurred leading to the removal on (B)(6) 2021 and diep flap being performed instead of implant replacement. Reason for device explant and/or reoperation: right rupture this supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).